Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported via the representative that this patient's pump delivered baclofen, type unknown, with a concentration of 2000 mcg/ml and a dose 580.8 mcg/day; simple continuous. The patient presented to the hospital emergency as the pump was alarming as heard by the patient's mother. Upon interrogation and checking the logs the pump had been stalling and restarting over the last few months. However, this time the pump had not restarted. The logs indicated that the pump stalled with stopped pump period may exceed tube set. A stall was detected on (B)(6) 2015 at 02:41 with stopped pump period may exceed tube set on (B)(6) 2015 02:41, and a stall recovery on (B)(6) 2015 at 21:40. Another stall occurred on (B)(6) 2015 at 01:22 with recovery that same day at 16:29, a stall on (B)(6) 2015 at 22:19 with recovery on (B)(6) 2015 17:28. A stall occurred on (B)(6) 2015 at 20:52 with stopped pump period may exceed tube set on (B)(6) 2015 at 20:52 and a recovery that same day at 20:55. Another stall occurred on (B)(6) 2015 at 22:41, with recovery on (B)(6) 2015 at 08:04 but the stalled again that same day at 08:56 with a stopped pump period may exceed tube set on (B)(6) 2015 at 08:56 and recovery on (B)(6) 2015 at 13:53. The pump stalled that same day again at 14:35 with stopped pump period may exceed tube set on (B)(6) 2015 at 14:35 with no evidence of recovery. The patient was not showing any clinical signs of withdrawal at this stage. At the time of the report the patient's status was reported as alive-no injury. The physician put the patient on oral baclofen and the pump was programmed to minimal rate. No surgical intervention was performed nor planned at this point as the pump remained implanted and in-service. The issue was not resolved at the time of the report. Additional information was requested to clarify the medication, symptoms, history and indication for use, actions/interventions, and resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis revealed pump motor gear train anomalies including corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis also revealed the battery had high resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 08-25-2015 further information was received by a physician via a representative regarding this patient. The physician indicated that the type of baclofen used in the pump was lioresal intrathecal and the patient was not being treated with any other medications at the time of the event (including no other intrathecal medications). The patient's medical history included cerebral palsy gmfcs IV. The patient was doing well without any history of epilepsy and had no allergies. The indication for use was spasticity secondary to cerebral palsy. As reviewed, the patient had presented to the emergency room on (B)(6) 2015 with the family having noted the pump alarm. The pump was interrogated and found to have had multiple motor stalls from logs noted from the last refill in late (B)(6) 2015. The pump reservoir was emptied of intrathecal baclofen and refilled on (B)(6) 2015 because there was concern that the infusion would not be predictable. The pump has since continued to alarm and stall. Per the physician, the repeated stalling of the pump suggested a serious pump malfunction. There was inquiry as to how to turn off all the alarms while waiting a surgical appointment as the alarms disturbed the patient's sleep significantly. The physician reported that this was a critical issue as the alarms were impacting the patient's quality of life very substantially. The pump's reservoir was filled with normal saline and running at minimum rate. The physician was concerned about the risk of having the pump continue to run intrathecal baclofen and to have the potential for a bolus to be delivered etc. Given that the pump was clearly malfunctioning. Because the pump needed to be removed, the doctor's first step was to clarify whether or not the patient had a need for ongoing intrathecal baclofen therapy; a similar assessment as when a pump reaches eol (end of life). The patient had been home over the last week using oral medications. The patient's symptoms were not being managed well with the oral medications and the patient had not been able to go to school. This made it clear that the patient did need ongoing intrathecal baclofen therapy and therefore needed to have a new pump implanted. On 09-03-2015, information was received from a company representative who indicated that the patient had been taken to the hospital because the pump was alarming. Subsequently, the patient was admitted to the hospital. The patient had showed clinical signs of withdrawal but was administered oral baclofen. The pump was explanted on the afternoon of (B)(6) 2015, and it was planned to have the pump returned to the manufacturer for analysis. Should additional information be received a supplemental report will be filed.